Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine control, the cs300 intra-aortic balloon pump (iabp) does not inflate ball . Makes a lot of noise and indicated vacuum alert. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(medical device ¿ problem code), h11.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). Updated fields: b4, d8, d9, g3, g5, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected data: b5, e1 (initial reporter). A getinge field service engineer (fse) observed the device, engine fault was detected and the 5000 hr kit and safety disk assembly needed to be replaced. Fse performed preventive maintenance and replaced 5000 hr kit (d040-00-0147) and safety disk assembly (d997-00-0985-05). The present work has been carried out in accordance with the manufacturer's recommendations. The repair warranty period is 3 months.

Event description:
It was reported that during routine control, the cs300 intra-aortic balloon pump (iabp) did not inflate ball, made a lot of noise and indicated low pressure alert. There was no patient involvement reported.